Manufacturer narrative:
The catalog number identified in section has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The 510 k number and pro code for the fluency plus endovascular stent graft products are identified. No medical records and no medical images were provided to the manufacturer. The lot number of the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stent graft placement to treat a right sfa pseudoaneurysm and retroperitoneal hemorrhage due the previous implanted stent rupture with a cross over approach, the stent graft allegedly failed to deploy and the catheter allegedly broke. The health care provided was able to deploy the stent graft by using a tool to pull the catheter. There was no reported patient injury.

Event description:
It was reported that during a stent graft placement to treat a right sfa pseudoaneurysm and retroperitoneal hemorrhage due the previous implanted stent rupture with a cross over approach, the stent graft allegedly failed to deploy and the catheter allegedly broke. The health care provided was able to deploy the stent graft by using a tool to pull the catheter. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The 510 k number and pro code for the fluency plus endovascular stent graft products are identified. Manufacturing review: based on the available information and the investigation performed, there is no indication that the product failed to meet its specification prior to shipment. The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review shows that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. Investigation summary: the stent delivery system was returned for evaluation. Based on the sample returned the reported fracture of the outer catheter of the delivery system could be confirmed. Even though it was reported that the physician was able to place the stent graft by using a tool to pull the catheter; the stent graft was found loaded in the outer sheath; the stent graft was found partially deployed for 10 mm. Based on the condition of the sample it is reasonably suggested that increased deployment force occurred during the attempt to deploy the stent graft, which led to elongation and fracture of the outer sheath. Based on the condition of the sample, tests regarding the function of the product could not be performed. Based on the evaluation completed no indication for a manufacturing related issue could identified. As a result of the investigation performed the complaint is confirmed. A definite root cause for the reported event could not be determined. The reported indication represents an off label use of the device. Labeling review: in reviewing the current labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation of the device the IFU states that 'prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline. Flushing these lumens will also facilitate stent graft deployment.' And 'carefully remove the delivery system from its packaging and inspect for any damage or defects.' Regarding the anatomy of the placement site the IFU states: 'prior to stent graft deployment, ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy.' The reported application represents an off label use of the device. Based on the IFU supplied with this product the device is indicated for use in the iliac and femoral arteries. The safety and effectiveness of the device for use in the treatment of aneurysms and pseudoaneurysms have not been established.